Event description:
Patient presented to the physician with bruising, irritation, and soreness at the ipg site. Physician brought the patient into the or and noticed the bruised area at the ipg site had opened due to the skin being thin. Physician removed the ipg and sensing lead and closed.